Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2017 that a wallflex biliary rx covered stent was implanted in the common bile duct during a stent placement performed on an unknown date. According to the complainant, around the end of (B)(6) 2017, the stent was successfully implanted. On (B)(6) 2017, the physician performed a scheduled endoscopic retrograde cholangiopancreatography (ercp) to replace an implanted plastic pancreatic stent; the patient requires replacement of the plastic stent every three months. During the ercp procedure, the wallflex biliary stent was noted to have migrated into the papilla. The physician used forceps to reposition the wallflex stent to the correct anatomical location, however, the forceps became ¿trapped¿ and broke the cover of the stent. The physician decided to remove the repositioned wallflex stent and the procedure was completed with another wallflex biliary rx stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.